Event description:
This mitraclip report is being filed because the deployed clip (cds 41028u117) detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet (single leaflet device attachment/slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The patient was heparinized during the transseptal puncture and the activated clotting time (act) was at the desirable level. Following, a steerable guide catheter (sgc 40902u107) was advanced into the right atrium without reported issue. Per echocardiogram, a right atrial septum thrombus was visible. There was no thrombus in the left atrium. The dilator was retracted into the sgc and aspiration was performed as the sgc was removed from the anatomy. There was no more thrombus in the right atrium, however, a thrombus remained on the sgc hemostatic valve. The sgc was discarded. A new sgc was prepped and inserted into the left atrium without further issue. The first clip delivery system (cds 41028u117) was implanted on the central/lateral mitral valve leaflets without reported issue. During preparation of a second cds, the first clip (cds 41028u117) detached from the posterior leaflet but remained on the anterior leaflet (single leaflet device attachment/slda). A second clip was successfully implanted on the medial side of the slda clip and a third clip was successfully implanted on the lateral side of the slda clip, stabilizing the first slda clip (cds 41028u117). The procedure was considered complete and mr was reduced to 1.

Manufacturer narrative:
(B)(4). Estimated age (year of birth reported as 1934). There was no adverse patient sequela or clinically significant delay in procedure. No additional information was provided. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter (sgc 40902u107) referenced is filed under a separate manufacturing report number.

Event description:
Subsequent to the initial medwatch report, the additional information was obtained: there was difficulty keeping the sheath and needle in place during the transseptal puncture. Eventually, the puncture was successful. The puncture was 4.4 centimeters (cm)s above the line of coaptation.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. The user also reported no issues while functionally inspecting the clip delivery system (cds) during device preparation, which is an indication that the device was functioning properly prior to use. There is no indication that the manufacture of the device contributed to the reported event. Based on the information reviewed, a definitive cause for the reported slda cannot be identified. There does not appear to be any evidence of a quality deficiency associated with this device. The reported additional therapy/non-surgical treatment was a result of case-specific circumstances, as two additional clips were implanted to stabilize the slda clip and reduce the mitral regurgitation (mr). Based on the information reviewed, there is no indication of a product deficiency.